Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported the customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor, after 6-days of wear. Caller further reported ¿circular, swollen redness on several parts of the body¿ in early (B)(6) 2018. Customer had contact with a healthcare provider on (B)(6) 2018 and was prescribed decoderm tri cream (fluprednidene acetate, a glucocorticoid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the sensor and sensor plug, no issues were observed. The adhesive was returned with the sensor. No malfunction or product deficiency was identified.

Event description:
A caller, calling on behalf of a customer, reported the customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor, after 6-days of wear. Caller further reported ¿circular, swollen redness on several parts of the body¿ in early (B)(6) 2018. Customer had contact with a healthcare provider on (B)(6) 2018 and was prescribed decoderm tri cream (fluprednidene acetate, a gluococorticoid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A caller, calling on behalf of a customer, reported the customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor, after 6-days of wear. Caller further reported ¿circular, swollen redness on several parts of the body¿ in early (B)(6) 2018. Customer had contact with a healthcare provider on (B)(6) 2018 and was prescribed decoderm tri cream (fluprednidene acetate, a gluococorticoid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.